Manufacturer narrative:
See investigation attached.

Event description:
Allegedly the patient was experiencing unknown mom complications. Additional information received from legal on (B)(6) 2019: updating reason for revision and adding implant date, explant date, hospital name, doctor name, products and lot numbers. Allegedly, patient was revised due to adverse tissue reaction to metal debris, corrosion and resultant metal ions.